Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited high capture thresholds, r wave amplitude variation, and low pacing impedance. X-ray showed that the lead had dislodged. On (B)(6) 2022, the right ventricle lead was attempted to be repositioned but the lead exhibited failure to retract the helix. The right ventricle lead was explanted and replaced on (B)(6) 2022. No patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, inadequate capture, sensing problem, and low pacing lead impedance. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination did not find any anomalies. After cleaning the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specifications. The reported events of inadequate capture, sensing problem, and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.